Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the guidewire fractured due to rotational wear in the middle of the device. The distal section was returned. The overall length couldn't be measured due to the device condition as the wire was broken in the middle. All other outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-06319. It was reported that guidewire fracture occurred. A 1.75mm rotalink¿ plus and a rotawire¿ were selected for use. During preparation, rotation speed was checked outside the patient's body; however, the rotawire was noted to have detached and could not be removed from the advancer. Both the rotawire and advancer were replaced with another of the same device to complete the procedure. There were no patient complications and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-06319. It was reported that guidewire fracture occurred. A 1.75mm rotalink plus and a rotawire were selected for use. During preparation, rotation speed was checked outside the patient's body; however, the rotawire was noted to have detached and could not be removed from the advancer. Both the rotawire and advancer were replaced with another of the same device to complete the procedure. There were no patient complications and the patient's condition was good.